Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13041. It was reported the pt developed a hematoma in the epidural space and was unable to walk. The pt's scs system was explanted and the issues improved. The pt is being monitored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.